Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and the additional device information received. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a smooth separation in the pump body. Testing revealed this to be a site of leakage. Surface abrasion was noted on all tubes and the strain relief of both exhaust tubes of the pump. No functional or visual abnormalities were noted with the cylinders. Based on previous quality simulations and examination of the returned product, quality concluded that the smooth and non-striated surfaces associated with this separation indicates that sufficient stress(s) was exerted on the body of the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 2496657. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, pump was pumping, but not filling.